Event description:
It was reported that the patient experienced near syncope, and the left ventricular (lv) lead exhibited high thresholds. Follow up is currently in process for additional information. The lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced near syncope, and the left ventricular (lv) lead exhibited high thresholds. It was further reported that the lead output was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 x2 implantable pacing leads - (B)(6) 2006; 6949 implantable tachy lead - (B)(6) 2005. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.